Event description:
The consumer was sitting on the rollator in the kitchen, when the screw allegedly broke off and the wheels came off. The consumer allegedly held onto the counter and did not fall. No injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown.